Event description:
A report was received from the distributor that the a1059 mayfield skull clamp helicoil had moved and almost came off when applying pressure. The problem was found during the inspection of incoming goods. There is no patient contact or patient injury.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. It was confirmed that the helicoil moved and almost came out when applying pressure sn (B)(4). Device history record reviewed for these product ids under lot code/work order 161/139300 manufactured on (B)(6) 2016 show no abnormalities related to reported incident found. These devices passed all required inspection points with no associated mrr¿s, variances or rework. CAPA has been issued to further investigate the reported failure based around complaints associated to "scrap metal /powder comes out /metal burrs" for this product family. The helicoil displacement issue reported on the returned devices was able to be confirmed by integra engineering and quality. CAPA has been opened to perform comprehensive investigation. The skull clamp¿s ratchet extension has a detailed assembly instruction that outlines the process of installing the helicoil. The last step in the work instructions requires the operator to use a 3 over 4 -16 thread gage to verify fit. All products in question were subjected to these quality controls during manufacture. These will be monitored for trending.